Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion an "unable to calibrate fiber-optic sensor" alarm was generated. The physician replaced the iab to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that after intra-aortic balloon (iab) insertion an "unable to calibrate fiber-optic sensor" alarm was generated. The physician replaced the iab to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion an "unable to calibrate fiber-optic sensor" alarm was generated. The physician replaced the iab to continue therapy. There was no reported injury to the patient.